Manufacturer narrative:
Analysis of the AED's log files identified a lack of maintenance with the device that contributed to the depleted battery pack. Analysis of the log files showed the customer had not replaced the 9volt battery since the unit entered service in (B)(6) 2020. The device IFU states: the unit will operate without a 9v lithium battery installed, but battery standby life will be reduced. Defibtech recommends that the 9v lithium battery be changed concurrently with the defibrillation pads."

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, the AED powered on and prompted a service code. The customer did not report this occurring during patient use.